Event description:
This event involved a patient who experienced controller faults alarms two years post heartware lvad implantation. The vad coordinator heard a high alarm for vad disconnect on the controller; preliminary logs files review for this controller showed short pump stops. The controller was swapped immediately. The replacement controller was noted to be displaying a high priority alarm "no batteries" on the screen. The battery connections were checked and found to be correctly attached. Batteries and both controllers were replaced. No harm or injury to the patient was reported.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. This is one of five reports (3007042319-2013-00227, 00520, 00525, 00526 and 00527) submitted for devices related to the same event. No additional information will be forthcoming.